Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported failure to advance could not be tested as it was based on operational context. The reported break could not be confirmed; however, it is possible that the noted stent deformation is the damage the account was referring to. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design, or labeling.d9: the device was returned for analysis. H6: type of investigation code 4114 was removed.

Event description:
It was reported that the procedure was to treat a moderately calcified lesion located in an unspecified vessel. During an attempt to cross the lesion, the shaft broke proximally. The device was removed without reported issue. No additional information can or will be provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design, or labeling.d9, h10 - the device was initially reported as returning for analysis, but the device was not returned.